Event description:
Philips received a report on a heating incident on an ingenia 1.5t mr system. A patient suffered 2nd degree burns on both thumbs and both thighs.

Event description:
Philips received a report on a heating incident on an ingenia 1.5t mr system. A patient suffered 2nd degree burns on both thumbs and both thighs.